Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 405800, comp. Rev shldr 9 in steinmann, lot # 130520. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 437540. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 098780. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 918800. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 855910. Catalog #: 115398, comp rvs cntrl 6.5x40mm st/rst, lot # 655670. Catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 656600. Catalog #: 113611, comp primary stem 11mm micro, lot # 65319533. Catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 65434165. Catalog #: 110031399, mini tray std cocr +0 offset, lot # 65398274. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00354, 0001825034-2023-00356, 0001825034-2023-00357, 0001825034-2023-00358, 0001825034-2023-00359, 0001825034-2023-00360, 0001825034-2023-00361, 0001825034-2023-00362, 0001822565-2023-00438, 0001822565-2023-00439. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised approximately 3 months post implantation due to an suspected nickel allergy. Attempts have been made and there is no further information at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. Only the steinmann pin contains nickel, which is the confirmed metal allergy allegation. This product is confirmed to not contain nickel; therefore, the initial report should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. Only the steinmann pin contains nickel, which is the confirmed metal allergy allegation. This product is confirmed to not contain nickel; therefore, the initial report should be voided.